Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant the patient had ¿episodes¿ where she would experience symptoms. At the beginning of the episodes she would have intense burning and itching of the skin all over her body. She would then have severe headaches and was not able to control her body temperature. She would have chills and then feel like she was burning up. The patient would also experience ¿stomach problems¿. The symptoms ¿put the patient out¿. The episodes would last approximately 2 weeks and then the symptoms would just go away. The healthcare provider (hcp) did not understand the symptoms and was telling the patient that he did not feel the symptoms were related to the pump. The episodes had occurred about 3 times per year since implant and seemed to follow heavy physical activity such as lifting and turning. The patient¿s spasticity would change a little during the episodes. The patient stated that if she would do too much she would tear the dura around the catheter insertion and she would get a cerebrospinal fluid (csf) leak. The patient stated that she would get the same type of symptoms as already stated. The patient would have this trouble on and off. The patient noted that her blood pressure was ¿all over the place¿ and irregular; however, the patient was unsure if the blood pressure was irregular only during the episodes or if it was always irregular. The patient also stated that the symptoms were involved with travel on an airplane. The patient noted that her diaphragm only functioned at 60% and on occasion she would have to use an ambu bag to help her breathe on the plane. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.